Manufacturer narrative:
For regularization - retrospective review / FDA request. Possible cause: the hole in the tibia is offset from the tapping of the plate. Test on another screw of the same batch: the screw does not slip, the lock is compliant. According to the elements transmitted, the quality of the product is not in question. This type of defect is rare. No corrective action implemented.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. The health facility informed us that during surgery, the doctor could not use this screw because it had a defect on the thread.